Manufacturer narrative:
An event of difficulty inserting the flexnav delivery system from anatomy was reported. Information from the field indicated that the valve capsule was damaged upon entry to the skin due to a significant amount of adipose tissue in the groin. Based on available information, the reported event appears to be related to patient condition. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a large flexnav delivery system was selected for an implant. During the procedure, upon entry to the skin/artery at the level of the groin, the valve capsule on delivery system damaged due to patient anatomy. Device was discarded and a new valve and delivery system was selected to complete the procedure. The physician alleged that significant amount of adipose tissue in the groin cause the device to damage.the patient is stable,